Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The reported event was likely attributed to the failure of two printed circuit boards. However, based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported the liquid crystal display monitor, the monitor was not booting up and nothing appeared on the screen (no image). It is unknown when the issue occurred. There were no reports of patient harm.

Event description:
It was reported the liquid crystal display monitor, was not booting up and nothing appeared on the screen (no image). It is unknown when the issue occurred. There were no reports of patient harm.